Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right ventricular (rv) lead pacing threshold increased over the last 6 months to 5v. Subsequently, the lead was surgically capped and a new lead was implanted. No additional adverse patient effects were reported. The lead remains implanted but electronically deactivated and will not return for analysis.

Event description:
It was reported that the right ventricular (rv) lead pacing threshold increased over the last 6 months to 5v. Subsequently, the lead was surgically capped and a new lead was implanted. No additional adverse patient effects were reported. The lead remains implanted but electronically deactivated and will not return for analysis.